Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the spinous process clamp was damaged. There was no patient present when this issue was identified. Additional information was received stating that the clamp did not close while using the screw. Thus, it was not possible to use it to firm the spinous process.